Event description:
It was reported that a minicap with providone-iodine solution was cracked. The damage was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 18 of 20.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review will be performed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not available for evaluation. A batch review of the provided number was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.